Manufacturer narrative:
On 11/4/2019 mentor became aware that it erroneously populated an explant date. An additional surgery was performed (capsulectomy), however, the devices was never explanted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker's grade iii capsular contracture. Concomitant products: 550cc mentor memorygel breast implant, catalog # 3505504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast augmentation with a 550cc mentor memorygel breast implant experienced left sided baker¿s grade iii capsular contracture post procedure. As a result, capsulectomy without replacement was performed. This event was part of a post market study.